Event description:
It was reported that the shunt was explanted due to occlusion of the valve. There was no impact to the pt.

Manufacturer narrative:
(B) (4). The stepdown connector with tubing showed no anomalies and passed the patency check. Although the device was returned, the complaint did not relate to stepdown connector malfunction. A review of manufacturing records was not possible as no lot number was provided.